Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d7, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, coughing blood, physical limitation, worry/fear, and minimal vena cava narrowing are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated. Fracture, migration, vena cava (vc)/organ(lung) perforation, pain, coughing blood, physical limitation, worry/fear, and minimal vena cava narrowing. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to paralysis and contraindication to anticoagulation. Additionally, a complex percutaneous retrieval was performed (B)(6) 2016 due to filter fracture and partial embolization. Patient is alleging migration, vena cava perforation, and fracture. The patient further alleges "pain in left side by lung, coughing blood due to filter leg in lung," "I can't do anything physical that could cause the filter leg to do more damage to my lung," and "I'm afraid to move much, and can't do anything physical at all because the filter piece could move. Even if something happens and they take me to the hospital, I can't get some kinds of imaging done because they are worried about it moving the tilter piece in my lung. I have a lot of worry and tear because of the filter." Per retrieval report (successful) dated (B)(6) 2016: "cavagram showed minimal narrowing of the inferior vena cava without visible thrombus in the filter. The filter was removed and post removal venogram showed no significant change in minimal narrowing of the cava and no embolization of the fractured leg that was previously incorporated into the cava wall. The minimal narrowing did not warrant angioplasty of the inferior vena cava. After the filter was removed from the body, it was inspected to verify that the 3 legs that were intact were present and there wires between the legs were present. The hook and cap at the top of the filter were intact and the hook was re-curved as part of the removal process. There were no unexpected portions of the filter that remained in the body."

Manufacturer narrative:
Additional information: occupation: non healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.